Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's spouse found the patient leaning in the bathroom and was unresponsive. He checked the cgm and it was 87 mg/dl but did not check a finger stick reading. No medications were provided to the patient and paramedics were called around 5:00pm. When paramedics arrived, they helped the patient out of the bathroom and treated the patient with IV sucrose, checked her vitals and she regained consciousness. When paramedics checked the cgm it was 55 mg/dl while the bg was 28 mg/dl. They offered to take the patient to the emergency room but the patient declined. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was unresponsive. The reported glucose values fall within the b zone of the parkes error grid when checked by the paramedics. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.